Event description:
Patient scheduled for posterior cervical fusion. Mayfield 3 point skull clamp (model a1059) was attached by neurosurgeon. Upon positioning prone, the mayfield clamp moved and caused a 2.5 cm laceration on the patient's left lateral head. The laceration was stapled and the mayfield was repositioned. During the case, the surgeon noticed that the mayfield clamp moved again, so a new clamp was used. At the end of the case, the laceration was about 7 cm.disposable skull pins were used, and 60lbs of pressure had been applied. The clinical team did not believe the location of the surgical site was a contributing factor to the device slipping. They also did not note any anatomical characteristics of the patient that would have contributed.

Event description:
Patient scheduled for posterior cervical fusion. Mayfield 3 point skull clamp (model a1059) was attached by neurosurgeon. Upon positioning prone, the mayfield clamp moved and caused a 2.5 cm laceration on the patient's left lateral head. The laceration was stapled and the mayfield was repositioned. During the case, the surgeon noticed that the mayfield clamp moved again, so a new clamp was used. At the end of the case, the laceration was about 7 cm.disposable skull pins were used, and 60lbs of pressure had been applied. The clinical team did not believe the location of the surgical site was a contributing factor to the device slipping. They also did not note any anatomical characteristics of the patient that would have contributed.